Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing as the drainage bag inlet port was disconnected. The drainage bag was not returned. The drainage bag connection was found to be stuck and could not be disconnected. The glued connection below the stopcock was found to be unscrewed. It is unknown how or when the damage occurred. There was adhesive noted at the connection. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the nurse went to change the evd drainage bag, it was noted that the connection was broken down and a new bag would not be able to be successfully screwed on. According to the report, the system was sterilely replaced at bedside. There was no injury to the patient reported. Reportedly, the device had been in use with the patient for 10 days.